Manufacturer narrative:
Visual and photographic inspection concluded that the pin holding the lever arm to the tensioner was out of place. This may have prevented the lever arm from being held into the position which generates clamping force on the cable. Scuffs were present on the threaded shaft and the lever arm as well as the housing for the lever arm, indicating that the tensioner had successful previous uses. As part of this investigation, the lot device history records were reviewed and found to be conforming to requirements at the time of manufacture. The device was being used for treatment. The instrument had a potential field age of approximately 8 years. Misuse or debris could have caused the tensioner not to function as expected. Misuse can include, but is not limited to, the tensioner being dropped. If the device was not cleaned per the cleaning instructions, debris could have been left in the tensioner, preventing the proper functioning of the device, or damage to the tensioner. If the device is not properly lubricated after cleaning, excess friction and wear could result. The root cause of the reported malfunction could not be determined. This product will be monitored for any adverse trends. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the locking handle is broken and does not provide enough tension to the cable during surgery.